Event description:
It is reported that the pt is presenting with pain. Loosening of the femoral component is also reported.

Manufacturer narrative:
This report will be amended when our investigation is complete.